Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopy with wedge resection and right lower lobectomy while firing on lung, the reload would not detach from the adapter after firing. The handle was able to recognize the reload but there was a problem unloading the device. The issue happened after the load was fired and stapler was removed from the body. The scrub technician attempted to press and hold the fire and open button simultaneously to straighten and fully open the jaws and it did not work. Then, she tried to cycle the fired load and that did not work. She then disconnected the entire adapter (with reload still attached) and replaced the adapter. After the case, she attempted to continue to remove the reload. There was red visible underneath the black unload button. She tried to use the manual retraction tool to see if that would help. After several attempts she was finally able to detach the fired reload from the adapter. She then used to load a brand new reload onto the adapter to see if it would work and it would not engage into place. The staple line was fine. No patient harm.